Manufacturer narrative:
Should additional information become available regarding this event it will be re-evaluated and a follow-up report will be sent.

Event description:
It was reported that an incontinence sling was implanted as a treatment on (B)(6) 2005. The patient returned in (B)(6) of 2012 for an additional incontinence device implant due to increased level of incontinence after the incontinence sling implant.